Event description:
It was reported that the patient received an implant on (B)(6) 2008 and was revised on (B)(6) due to unknown reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on 07//. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2008 and was revised on (B)(6) 2012 due to accumulation of fluid, pain and metallosis. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Review of surgical report did not lead to new information regarding the reported event. During the visual examination the durom acetabular component presented minor dark third body material present on the articulating surface and rim, moderate light and dark third body material present on the porous coating. Metasul ldh large diameter head and head adapter presented third body material. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meantime. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).